Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that an autopulse® li-ion battery will not hold a charge and the red led on the battery is illuminated. No adverse patient sequelae was reported. No further information was provided.